Event description:
It was reported that the mobile power unit (mpu) was no longer working. Despite switching outlets, there were still no lights. The power cable was secured in place and the patient went on the batteries and beeping stopped. Even after, the mpu would not have any lights come on while plugged in.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as expected was not confirmed. The returned mpu (serial number (B)(6)) was functionally tested at the service depot and was found to perform as intended. The mpu was able to power on and function as intended throughout all testing. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (section 3 ¿powering the system¿) and the heartmate 3 lvas instructions for use (section 3 ¿powering the system¿) instructs users on how to properly power on the mpu. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.